Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of the issue at the customer site was determined to be that the table frame was not perpendicular with the ground, as is defined in drawings. This led to there being no gap between the left side of the kick switch and the cover causing the kick switch to sometimes become stuck and it was not possible to switch it back to its released position. The issue at the customer site was solved by modifying the installation hole of the kick switch. After adjusting, the kick switch can be released automatically when it is pressed. To prevent such situations from recurring, siemens is initiating three additional measures: (1) the component supplier has been asked to update related procedures. (2) additional incoming inspection step will be performed to check components received from the supplier. (3) update installation and service maintenance procedures so that the gap between the kick switch and table cover are checked during installation and maintenance of the systems. The instructions will include the expectation that the gap is almost even and at least 1 mm at each side. No additional action is currently planned for the complete install base due to these reasons: (1) floating of the tabletop without kicking the switch is easily identifiable by the customer. (2) there are customer instructions for maintenance already for checking the functionality of the kick switch. (3) based on post market surveillance data, there have been no other reports of similar issues from 2018 to 2023 for the multix impact systems.

Event description:
It was reported to siemens healthineers that the operator's hand was pinched between the tabletop and middle module of the patient able. The event occurred during the positioning of a child patient on the multix impact patient table, the operator was positioning the child with one hand while his other hand was on the tabletop for support. The operator's hand was pinched between the tabletop and the middle module of the patient table due to the tabletop still floating after he released the kick switch. The operator stated his thumb remained numb until the second day after the incident, but he did not follow-up with medical treatment. It is assumed that in a worst-case scenario, a moderate injury could result if the event were to recur.

Manufacturer narrative:
E1: facility telephone number is (B)(6) . A facility contact name was not provided for reporting purposes. H10: manufacturers preliminary analysis: the customer service engineer found there is nearly no gap between left side of the kick switch and the cover, so the kick switch sometimes became stuck and it was not possible switch back to its released position. The customer service engineer made some adjustment for the room between the kick switch and the cover. According to service engineer's feedback the kick switch on the site works fine after adjustment. The investigation is ongoing. A supplemental report will be submitted if addition information becomes available upon completion of the investigation.